Manufacturer narrative:
The patient continues on lvad support with no further issue reported. A portion of the percutaneous lead that was removed was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after 2 years and 11 months of support on the lvad, the patient was experiencing red heart alarms while connected on the power module (tethered support). During the clinic visit at the hospital, a red heart alarm was noted while the patient was on tethered support and a clicking noise was reportedly heard from the system controller. The patient was placed on a modified power module patient cable and a low flow alarm occurred. The system controller was exchanged with no improvements. X-rays of the percutaneous lead and log file data were submitted to the manufacturer for analysis. The hospital also made a request to the manufacturer to further evaluate the patient's percutaneous lead (lead) and a repair of the external portion (distal end) of the lead was performed by the manufacturer's technical services team member.